Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system stopped tracking the probe and reference frame instruments after actively navigating. To troubleshoot the issue the medtronic representative restarted the application, with no change. The medtronic representative then reloaded the tools, frame and probe in the navigation system software. The instruments were then able to track. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, inspected the camera cable on the navigation system and found physical damage. Replacement device shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015, the medtronic representative replaced the camera and performed a navigation system check-out, all areas passed. System functioned as expected after replacement of the camera cable. Medtronic investigation of returned suspect camera cable finds that a continuity check revealed an open at pin 1 of the cable. The reported event was confirmed to be caused by an electrical failure mode.